Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to infection concerns. The infection details, such as site, type, cause, onset, and treatment were not reported by the medical facility. Approximately six months later, a new ipp was implanted with no patient complications reported.